Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that when unpacking the powerpicc, there was black foreign matter in the package of the catheter. No other information was provided.